Event description:
In 2009, the patient reported she continues to have fluctuating blood glucose readings ranging from 88 mg/dl to 461 mg/dl. She stated her endocrinologist wants her to keep her readings above 200 mg/dl. The patient is currently using a replacement insulin infusion device sent to her on 05/08/2009 because she thought her previous device was not properly delivering insulin. She said that yesterday she gave herself an insulin injections which decreased her reading to 185 mg/dl. To troubleshoot, she was instructed to check her basal rate profile and she confirmed her basal rate is set correctly for each hour and her total basal rate is accurate. She stated she changes her insulin infusion headset every 3-4 days and was advised to change it at least every 3 days. Troubleshooting did not find any product issues. The patient was advised to switch to her backup infusion device for troubleshooting purposes. On follow up with the patient about 4 days later, the patient continues to have fluctuating blood glucose readings from 51-381 mg/dl while using her backup infusion device. She stated she faxes her blood glucose reading to her endocrinologist weekly and he has not recommended any changes. She stated she will switch back to her primary device and continue to work with her doctor. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.